Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider alleges the real wheel is moving when the chair is stationary and the wheel wobbles when the patient is in the chair.